Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detachment. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a procedure for stone removal. During the procedure, a piece of basket broke off while in patient. Reportedly, they were able to retrieve the broken piece out of the patient and the procedure was completed with another of the same device with no patient complications.